Manufacturer narrative:
(B)(4). Device evaluated by MFR: examination of the returned device revealed the flushing luer was present on the stent delivery system (sds) and the pull back grip partially pulled back. The stent was partially expanded 12mm from the distal end of the exterior sheath. The inner shaft was kinked 19mm from the tip. Functional testing was performed by flushing the wire lumen and removing the flushing luer. A .035" guidewire was inserted into the tip and completely advanced without encountering any resistance. The pullback grip was completely pulled back and the stent deployed without any issues. The reported stent deployment issue was not confirmed. There was no evidence of any product quality deficiencies. The manufacturing batch record review confirmed that the device met all material, assembly and performance specification. The most probable root cause is user related as the dfu instructs "remove the flushing luer." (B)(4).

Event description:
Reportable based on returned device analysis completed (B)(4) 2013. It was reported the during a peripheral stenting treatment procedure the stent was unable to be deployed. The target vessel contained a lot of plaque. An epic vascular 6x19x75 stent was selected and advanced to treat the target lesion; however, the stent was unable to be deployed as the luer lock of the device had not been removed by the physician. The procedure was completed with a different device. No patient complications were reported and the patient's status is fine. However, returned device analysis revealed partial stent deployment.